Manufacturer narrative:
Follow up #1 submitted: 03/15/2015, device evaluation: on examination, the battery compartment was found to be cracked down the side from the threads to the case seal.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue, the battery compartment allegedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)